Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.(B)(4)

Event description:
Information was received from a representative regarding a patient receiving intrathecal morphine (20 mg/ml at 10 mg/day) and bupivacaine (20 mg/ml at 10 mg/day) via an implanted pump system. The patient started having withdrawal-type symptoms on (B)(6) 2015. The patient was in the emergency room (ER) on (B)(6) 2015, and their pump was interrogated. They had reportedly missed a refill and ran out of medication. The pump was to be likely filled with saline, and the patient was to be given oral medications until they could get back to their regular physician for a refill (the patient was out of state).